Event description:
On 09/23/2009, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication (actose). The power issue began on the day of event in in 2009 at 6pm. One week later, the pt reportedly developed symptoms described as "dizziness and thirst." The pt indicated that she took her usual oral medication during the week in question. It is not known if the pt was able to obtain her blood glucose reading after the product issue began. The pt did not receive any treatment. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the subject meter ceased to power on when the pt reportedly dropped the onetouch ultra meter and accidently stepped on it. Hence, there is evidence of product misuse due to user error. This complaint is being reported because the pt claimed she had symptoms that can be associated with hyperglycemia after the power issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.